Event description:
It was reported that after completion of a da vinci si prostatectomy procedure, the surgical staff alleged that a cable from a maryland bipolar forceps instrument appeared to be damaged. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported a damaged cable. However for clarification, the nonconformance was an exposed conductor wire. Based on this, the complaint was confirmed. A small section of the insulation had been removed off allowing the conductor wire to be seen. Electrical continuity testing of the instrument passed. No other instrument damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.